Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient had a seizure while at his sister¿s house. His friend attempted to injection glucagon but the needle tip broke. An ambulance was called but was reported to be taking too long to arrive. At this time, the patient was brought by his friend to the emergency room (ER). There were no cgm, or bg values documented up to this point. At the ER (after the seizure), the cgm reading was 68 mg/dl and his bg meter reading was 47 mg/dl. The patient was treated with IV dextrose. He was at the ER for approximately 12-16 hours and then discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.